Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging tht the subject meter read inaccurately high compared to another device. The patient reported obtaining blood glucose readings of "6.7 mmol/l" with the subject meter and "4.8 mmol/l" on another device, performed at the same time. Based on statistical methodology, the calculated difference of these blood glucose tests exceeds the expected value of less than or equal to 30%. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (03/06/2013)-device evaluation: the products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter passed testing and functioned properly; no faults were found. The test strips also passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.